Event description:
In 1996 silicone implants were removed but the dr could not got all the silicone envelope out, it had grown it self to chest wall so the dr had to abandon and leave the rest of the silicone envelope still inside pt. Pt has so much pain, and still has the parts they took out in a jar and it looks terrible, so pt can imagine what it looks like inside of them sliding around. Pt's muscles are wasting severely and pt takes pain killers but they don't work. Pt's pain has them in a wheelchair, pt falls all the time, right leg gives out, it feels like burning pain and muscle turn all the way around and hurt so bad pt cries. Pt also had the shots in the spine but the pain keeps on coming starting in the chest area and under right arm deep.